Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, levels l4-s1. It was reported that the depth of all instruments was inaccurately deep by 5-10 millimeters (mm). This issue was first noticed on the trajectory at l4 on the right side, prompting the surgeon to remove the screws and start over. A computed tomography (CT) scan from (B)(6) 2024 was used during the procedure. Troubleshooting steps included taking another snapshot and performing scan and plan registration, which resolved the issue. There was no impact to patient's outcome and surgical delay was less than one-hour. Additional information was received. It was reported that due to a camera issue, integration was not able to be completed. After replacing the camera, integration was successful along with hitting all trajectories.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the complaint was verified. The navigation camera was found to be not functional. The navigation camera was replaced as a result. Codes b01, c08, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1286, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.